Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a shoulder repair surgical procedure, it was observed that the bag on the fms vue pump device was spiked and run/stop button hit; and the unit did not stop until bag was emptied. This process was tried several times with the same result. There was no patient harm reported. There was a 10 to 15 minute delay. This will also cause a delay for the remainder of the day as they have three units and three surgical suites booked all day. This case was completed with a unit not yet in use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Correction: upon further investigation, it was determined that the alleged malfunction associated with this event could not cause or contribute to a serious injury and/or death if it were to reoccur.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Additional information received on 11/20/2018 stated that the procedure was completed using a unit not yet in use. The alternative unit was readily available. The was a 10-15 minutes ssurgical delay.